Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
09/28/2016 15:54:08 william burdette (wburdett) for additional repairs please contact dennis wilson, bioengineering, dennis-wilson@uiowa.edu, 319-356-7491 syringe is syringe watchdog 9.15.1.2 affected 10/05/2016 13:12:52 allen worth (aworth) recall work pending response to repair estimate submitted 10/5, for the following: frotn: crack(below press hsng). Dent(bot/lt/cnr). Keypad is incidental. Rear: crack(bot/rt/mid/scr, base/lt/fr/scr). Crack(stress(rt/fr/edg). Handle: cr(lt&rt@case/cnr). Barrel clamp cracked/corroded. Iui contacts oxidized. Claws require cleaning. Tube drive bent. Latch sticks. ***note: unit requires split nut two recall ***. 10/12/2016 10:07:24 jessica galang (jgalang) updated from rcl to mnr for the minor repair needed per allen worth, service tech. Repair approved by dawn risner at dawn-risner@uiowa.edu and dennis wilson at dennis-wilson@uiowa.edu for $579. New po# is c000573918-3038. Npi 10/18/2016 06:57:07 allen worth (aworth) syringe split nut two 2016 <<confirmed. ==recalls required== syr 8110 split nut recall 2 recall completed. Syr 8110 v9.15.1.2 watchdog recall recall completed. Calibration completed. ==repairs== front: cracked (below press hsng). Dent(bot/lt/cnr): replaced front panel, mylar, and keypad assy (keypad is incidental repair). Rear: cracked(bot/rt/mid/scr, base/lt/fr/scr, stress(rt/fr/edg): replaced rear case, feet, and labels. Handle: cracked(lt&rt@case/cnr): replaced carry handle. Barrel clamp cracked/corroded: replaced barrel clamp, seal, & bushing. Iui contacts oxidized: replaced both iui's. Tube drive bent: replaced tube drive, sleeve, flex harness, and wiper retainer seal. Claws do not close properly; cleaned claws, tubes, actuator, and supports. 09/28/2018 06:08:07 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.